Event description:
Related manufacturer reference number: 2017865-2023-09861. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of leads, it was noted that the left ventricular (lv) lead and the right atrial (ra) lead were dislodged. Lv lead dislodgement was noted on x-ray during examination. The physician explanted and replaced the lv and ra leads on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification.